Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was bent and had a crease on it. The lens was removed during initial procedure and replaced with another lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).